Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Toothbrush heads wear out fast or break off [device breakage]. No adverse event [no adverse event]. Case description: a female consumer reported that using an oral-b rechargeable toothbrush, version unknown, and the oral-b brushheads, version unknown wear out fast or break off. No symptoms developed.